Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 18.200 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed. This device is awaiting further investigation conclusion results. No patient involvement was reported.

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 18.200 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed. This device is awaiting further investigation conclusion results. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).